Event description:
It was reported that during a da vinci-assisted left hemicolectomy procedure, tissue adhered to the jaws of the synchroseal instrument following energy activation. Manual removal of the tissue by pulling resulted in bleeding. To address the issue and continue the procedure, the vessel sealer extend (vse) instrument was used. This incident caused a 15-minute delay; however, the procedure was successfully completed robotically. An intuitive surgical inc. (Isi) field service engineer (fse) has been requested to further investigate and rule out the e-100 generator as a potential cause. Additionally, an isi technical support engineer (tse) reviewed the system logs and confirmed that no errors were present.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Log review showed no system errors, and no issues were identified with the e-100 generator. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did not receive the synchroseal instrument to perform failure analysis. Instrument and system log reviews could not be performed due to insufficient event information.